Event description:
A power source alert 07 was reported by the caller. There was no reported impact on the customer¿s blood glucose level. The issue was resolved when the customer plugged the charging cable into a wall adapter, allowing the pump to begin charging, and no further assistance was required.